Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error code 550:320:654:0000 was confirmed but not reproduced during product evaluation. The root cause of this condition was assigned to a faulty main speaker harness. In order to correct this condition, the rear housing assembly was replaced.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with an error 550:320:654:0000 failure code was confirmed by baxter personnel in the pump's event history. The evaluation is in the process of being completed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a 550:320:654:0000 failure code. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.